Event description:
The packaging of this device was defective. Reportedly, a pin hole was noted to be in the primary package, affecting the sterility of the product.

Manufacturer narrative:
Device history record review performed.